Manufacturer narrative:
Evaluation summary: based on the content of the report, it was determined that the video signal transmission cable was broken due to an excessive load, resulting in a defective image. Forcible bending of the ift and the curved portion can be considered as a cause of the load acting on the transmission cable. However, since this device has a history of about two years of use and there is a possibility of deterioration over time, it was not possible to conclude. A device history record(DHR) review was performed by the manufacturer. The DHR review confirmed the endoscope was manufactured pentax medical miyagi on 26-jan-2021 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed on 26-jan-2021. Pentax medical has not received any further information for this event and therefore, considers this medwatch report closed.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Customer reported that the image disappears when the doctor makes an angulation movement, you can see the fault in the video attachment. This event occurred at the time of during use. There was no report of patient harm.